Event description:
It was reported that (1) device was used during a hepatectomy. It was reported by the affiliate that after the first completed firing of the atw35, the surgeon then reloaded the device with a tr35w and used it to transect the hepatic vein. However, when they released the anvil release button, a stream of blood was coming out. They found one side of the triple staggered rows of staples, which was supposed to staple on the hepatic vein, didn't staple and remained in the cartridge. The pt lost more than 5 liters of blood. The case was completed by suturing. Original device and reload were discarded, but two unused sterile devices from the same lot are being returned for analysis.